Manufacturer narrative:
The reported malfunction was observed during review of the activity log. However, the reported problem could no longer be duplicated. The device was through extensive testing without duplicating the malfunction. The processor/bridge/pace board and a interconnect flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.